Manufacturer narrative:
Additional information has been requested from the user facility. A follow-up report will be submitted if new information is received.

Event description:
It was reported that following a procedure at the user facility the patient presented with pain and redness or burning on the heel and sacral area of the body. The handpiece was not in contact with the patient. The procedure was completed successfully with no delay or medical intervention reported. The patient did receive unspecified treatment for the burns.